Event description:
Additional information received reported that as far as the manufacturer representative knew, the patient was doing ok.

Event description:
It was reported that post-operatively the pt's arm was "jerking" whenever the stimulation was turned on. It was later reported that the pt was taken back to surgery on the same day and had the lead repositioned and anchored with a titan anchor again. The outcome was good, and the pt received good stimulation. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
Lead model 3778-75 lot# v757146022 implanted: (B)(6) 2011 explanted: unknown; lead model 3778-75 lot# v757146021 implanted: (B)(6) 2011 explanted: unknown. The initial MDR was filed as MFR report # 3007566237-2011-08529. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
(B)(4).